Event description:
Allergan aesthetics received additional information that the patient was treated to the submental, upper arms, outer thigh, inner thigh, and abdomen on (B)(6) 2024 using the curve 80, curve 150, curve 240, flat 125, and surface 150 applicators and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: b5 (treatment date, applicator), d1, d4, h6. Corrected data: b3, b5 (area of concern).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper arms, inner thighs, upper and low abdomen on (B)(6) 2024 and presented with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental, upper arms, outer thigh, inner thigh, and abdomen on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 using the curve 80, curve 150, curve 240, flat 125, and surface 150 applicators and presented with paradoxical hyperplasia (ph). The patient also reported severe abdominal pain and hip nerve pain months after treatment.

Manufacturer narrative:
Corrected data: b5, h6.